Event description:
It was reported to philips that the system did not startup properly. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system logfile. The analysis found that the flex viewing pc was not displaying the video inputs it had captured. To address this problem, a philips field service engineer (fse) visited the site and made corrections related to a field safety corrective action (fsca) concerning pc issues. After which, the system was returned to use in good working order. It was determined that this incident could not be linked to any existing fsca. The codes have been updated based on the investigation's outcome.